Manufacturer narrative:
The solex 7 catheter involved in the reported complaint will not be returned for evaluation because the customer has disposed of the catheter. Therefore, a physical investigation could not be performed, and the root cause could not be determined.

Event description:
During the solex 7 (lot #unknown) catheter placement for an ivtm therapy, the customer experienced difficulty while advancing the catheter and noticed that the serpentine balloon got unraveled. Per the customer, the catheter insertion was attempted immediately after removing the protective cover, and the incision was big enough at the entry site for catheter placement. The patient treatment was completed using an alternative temperature management method; however, the specifics of the alternative method were not provided. The customer discarded the catheter. No consequences or impact to the patient.